Manufacturer narrative:
B3: unknown; no information has been provided to date. E1: initial reporters phone: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device was not infusing correct amount. It is unknown if there was patient involvement.

Manufacturer narrative:
D3: mfg establishment name; ICU medical, inc. Additional information: the product fault occurred while in use with patient on (B)(6)2024 and had a delay in infusion therapy.

Manufacturer narrative:
H2) device evaluation: d3 manufacturing plant address, city, and zip code updated. H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was not duplicated. The pump was put through accuracy testing and the pump passed service history review identified there was no indication that the complaint was related to a service of the device within the review period. The pump passed all functional tests and performed as intended.